Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1, g3, h6, h11. MDR section codes updated/corrected: b, f. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The reason for the clinical symptom of pain cannot be conclusively determined but may be related to infection, component loosening, instability, osteolysis, impingement, bone fracture, other patient-related conditions, or a combination of these. However, this cannot be confirmed because the devices were not available for evaluation, and relevant patient information, images, or radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
D10: 142-28-00 - cocr fem head 28mm +0 offset 12/14, (B)(6). 160-70-14 - nv cemented plus std size 14, (B)(6). Pc-13 - stem centralizer 13mm, (B)(6). Bp-2846 - bipolar head 46mm, (B)(6). Unknown acetabular shell. Unknown acetabular liner. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial total hip replacement on the left side. Subsequently, the patient experienced bilateral hip pain. Patient complained of pain bilateral hips, more on the right than left. As a result, approximately 11 years after initial replacement, the patient was administered medication and recommended for a bone scan to rule out an occult fracture, could be in the pelvis, hip, or lumbar spine. No further impact to the patient was reported. No other information is available.